Manufacturer narrative:
H10: six (6) actual samples and a photograph and video of the samples were received for evaluation. Visual inspection of the actual samples did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed on the actual samples and no leaks were observed. The photograph and video were reviewed and showed an inlet spike into a bag with an amber solution and primed with solution through the inlet and connected to a valve set. The amber colored solution was evident on the vent of the inlet, confirming the reported issue. The cause of leak could not be determined from the photo or video. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented micro-volume inlet was leaking. The leak was observed during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.